Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. Review of the system log file showed that the detector collision error. The fse replaced the force sensor and calibration sensor. After replacement of both the sensors, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid and device problem code were corrected.

Event description:
It has been reported to philips that the geometry movements were unavailable. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.